Event description:
The physician was using a reprocessed duo-deca catheter that did not curve as it should have. The catheter was removed from the heart and substituted with another catheter. The patient was not harmed.